Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was 550 mg/dl. A manual injection was administered to address bg. Reportedly the customer reverted to manual injections for insulin therapy.